Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction was suspected. The patient underwent a revision procedure wherein the pocket was repositioned and replaced. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.